Event description:
A report was received that the patient was having difficulty connecting his remote control to the ipg. The patient had a lead revision procedure in which the physician used electrocautery. The patient will undergo an ipg replacement. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual 9055940-001).

Event description:
A report was received that the patient was having difficulty connecting his remote control to the ipg. The patient had a lead revision procedure in which the physician used electrocautery. The patient will undergo an ipg replacement. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual (B)(4)).

Event description:
A report was received that the patient was having difficulty connecting his remote control to the ipg. The patient had a lead revision procedure in which the physician used electrocautery. The patient will undergo an ipg replacement. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual 9055940-001).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. The patient was doing well post-operatively. Device evaluation indicated that the ipg passed visual and photographic imaging tests performed. The complaint of the patient's difficulty charging was confirmed. The analog integrated component (aic) was damaged. The battery depletion rate with stimulation off exceeds the typical battery depletion rate. Depletion rate is in the normal range prior to the patient's lead revision. At the approximate date of the surgery, the depletion rate climbs markedly. The aic damage resulted in the rapid battery depletion rate of the ipg. Monopolar electrocautery procedures are a known source of high-voltage transient signals that can damage the aic, reference er2010. The use of electrocautery during the revision resulted in the aic damage.